Manufacturer narrative:
A sample has been returned for evaluation. Once the evaluation is complete, a supplemental report will be provided.

Event description:
Health care professional walked to the affected pt's bedside to secure blankets and found the PICC line broken and laying in the bed.